Manufacturer narrative:
A distributing facility reported, "a 1/2" by 1" cottonoid's tail fell off the cottonoid which can become a retained object since it is not radiopaque. The tail/string came off prior to case beginning and was caught by the surgical tech; therefore, it did not cause patient harm but has the potential to if it happens during a case. The rest of the pack was used with no issues." Deroyal industries, inc. Requested return of the device but has not yet received it. A supplier corrective action request (scar) has been issued to the supplier, (B)(4). This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "a 1/2" by 1" cottonoid's tail fell off the cottonoid which can become a retained object since it is not radiopaque. The tail/string came off prior to case beginning and was caught by the surgical tech; therefore, it did not cause patient harm but has the potential to if it happens during a case. The rest of the pack was used with no issues."

Manufacturer narrative:
A distributing facility reported, "a 1/2" by 1" cottonoid's tail fell off the cottonoid which can become a retained object since it is not radiopaque. The tail/string came off prior to case beginning and was caught by the surgical tech; therefore, it did not cause patient harm but has the potential to if it happens during a case. The rest of the pack was used with no issues." Deroyal industries, inc. Requested return of the device but never received it. Deroyal reviewed the device history record (DHR) of the product and did not find any issues. Deroyal also reviewed a case within inventory and found all to be acceptable. A supplier corrective action request (scar) has been issued to the supplier, (B)(4). The supplier reviewed their DHR, complaint records, manufacturing processes, and training records. Within this review it was noted that the malfunction most likely occured due to insufficient bonding between the x-ray dectectable string and the cottonoid material. While there were no manufacturing discrepancies and no training issues within the DHR, there were a higher number of rejects related to string attachment which could suggest that there was some variablity in how the string was bonding to the cottonoid. However, without the return of the product, this root cause was unable to be determined. Root cause: because the product was not returned, no definitive root cause can be established. Potential root cause: the potential root cause was identified as variability between the x-ray detectable string and the cottonoid material. Corrective and preventive actions: process parameters were verified to ensure they remain within the validated ranges. The entire affected lot was reviewed through DHR verification to confirm the inspection activities were completed. Production associated were also notified and it was reinforced to them the criticality of the x-ray detectable feature and proper bonding verification. The x-ray welding process uses a verification form and ongoing monitoring of the reject data is occuring. Since the implementation of this verification, no additional complaints of this nature have been received. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.